Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection is was found that the setscrew was missing.

Event description:
It was reported that during the implant procedure, the device lead was disconnected due to unfavorable measurement. When connecting to the lead again, there were difficulties fitting the torque wrench into setscrew. The rep suggested troubleshooting of removing the sealing of the setscrew and sealing it with adhesive. The measurement was good after the device was reconnected, but the physician elected to replace the device. The device/lead was not implanted. No patient complications have been reported as a result of this event.